Event description:
Caller reports the patient tested 5.8 inr on the coaguchek s system and 3.0 inr on a comparison lab. Caller states initially coumadin was held based on device result. However, the lab result returned prior to medication being held and patient's coumadin dose was not changed. No adverse event reported. Requested return of suspect system and replacement sent.